Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl at the time of the incident. The customer had other highs of 437 to 518 mg/dl on the days before the incident. The customer used the pump to treat. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump failed the high pressure test twice. The pump was exposed to x rays at the dentist's office. The customer also reported blood at the infusion site. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. No displacement anomalies were noted. The motor was tested outside the device and passed. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No replace battery alert or replace battery now alarm noted during testing or in the pump trace download.